Event description:
The following information was obtained from a facsimile that was received following the veris recall that was initiated on (B)(6) 2013. The customer had indicated on the returned recall form that their veris vital signs monitor had powered down while in operation but power was restored when the "on" button was depressed and the exam was able to be completed. The customer confirmed, via telephone conversation, that there was no injury or adverse event reported.

Manufacturer narrative:
On (B)(6) 2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.